Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 66 year old male underwent a planned pre operative placement of an impella 5.5 via the right axillary/subclavian surgical arterial approach. During the procedure, significant difficulty was encountered advancing the device due to the patient¿s complex anatomy. Initial placement was attempted over an 0.027" wire; however, the wire could not be removed secondary to a kink sustained during device advancement. The impella 5.5 could not be successfully implanted due to anatomical complexity, guidewire kinking, and suspected shaft compromise leading to inadequate torque response. The device was removed, and support was transitioned to an impella cp without reported complications. No patient harm was reported, and the patient remained hemodynamically supported following cp implantation. Product return evaluation is anticipated to further assess the reported issues. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. The patient survived.

Manufacturer narrative:
Failure to advance: the cause of failure to advance was most likely patient condition due to the patient¿s anatomical complexity and tortuosity per the clinical details and catheter stretching observed on the returned product. Section d catalog number was corrected. Section d brand name corrected.